Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73d1900538 investigation did not show issues related to complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that product was used by the doctor for a gall bladder removal. Clips were jammed and not firing correctly. The doctor alternatively used a new ae05ml and it worked satisfactory. There was no harm to the patient.

Event description:
It was reported that product was used by the doctor for a gall bladder removal. Clips were jammed and not firing correctly. The doctor alternatively used a new ae05ml and it worked satisfactory. There was no harm to the patient.

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was received with one of the centering tabs on the distal end of the channel bent inward. No clip was in the first position in the channel. Functional inspection was not performed on the returned sample since the bent centering tab would prevent any clips from firing from the device. However, the sample was disassembled in order to inspect the internal components. Upon disassembly, the proximal end of the bridge was found to be cracked. No other defects or anomalies were observed. The device was returned with 0 clips remaining in the channel, indicating that all 15 clips were fired by the end user. The damage to the centering tab would prevent the clips from loading properly into the jaws of the applier. It could not be determined exactly how or what caused the centering tab to bend. However, the corners of the centering tab were not formed correctly. It is possible that the malformed corners of the centering tab contributed to the bending of the centering tab. The channel is a purchased part from a supplier. A nonconformance has already been opened as a result of this issue. Corrective actions have been put in place to prevent this issue from recurring. The received sample was manufactured prior to the corrective actions being put in place. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." It could not be determined exactly how or what caused the centering tab to bend. However, the corners of the centering tab were not formed correctly. It is possible that the malformed corners of the centering tab contributed to the bending of the centering tab. The channel is a purchased part from a supplier. A nonconformance has already been opened as a result of these issues. Corrective actions have been put in place to prevent this issue from recurring. The received sample was manufactured prior to the corrective actions being put in place. The reported complaint of "misfiring causing to jam" was confirmed based upon the sample received. The sample was received with the centering tab bent at the distal end of the channel. The corners of the centering tab were not formed correctly. No more clips were remaining to test, but the bent centering tab would prevent clips from loading properly. It could not be determined exactly how or what caused the centering tab to bend. However, the corners of the centering tab were not formed correctly. It is possible that the malformed corners of the centering tab contributed to the bending of the centering tab. The channel is a purchased part from a supplier. A nonconformance has already been opened as a result of these issues. Corrective actions have been put in place to prevent this issue from recurring. The received sample was manufactured prior to the corrective actions being put in place.